Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the device broke inside the tenodesis screw during the screwing into the lunate. Due to the breakage the cannulation of this screw was obstructed and it was impossible to pass the suture tape to make the internal brace. After 30 minutes the surgeon succeeded in pushing the rod through the screw and freeing the passage. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device, as the screw stayed in the patient. It was not necessary to switch the surgical technique or do a second surgery. Update 08-apr-2021: it was confirmed that the broken piece remained inside the screw. The screw stayed inside the patient with the broken piece inside.